Event description:
A customer contacted beckman coulter inc., (bec) and reported that they tested a patient sample for troponin (accutni) on the unicel dxi 800 access immunoassay system , and they obtained a higher than expected result, within the risk stratification range, that did not match the patient's clinical history. The customer repeated the patient sample on their alternate dxi analyzer and obtained a similar elevated result. At this time, the customer sent the original sample and a second sample from this patient to two sister sites, at different locations, for testing. The sister sites performed the analyses of the patient's samples using two different dxi instruments and repeatedly obtained similar elevated results within the risk stratification range. Per customer, they were able to obtain a lower, discordant result within the normal reference range on an alternate (dimensional) methodology. There was no death or injury to the patient attributed or connected to this event.

Manufacturer narrative:
Per the information provided, the instrument was operating within specifications. The customer is sending sample to customer product line support (cpls) for additional testing. However, the sample has not been received to date. Therefore, bec is unable to confirm the customer's claim at this time. The cause of the event is unknown and can not be determined with the information provided to date. The following mdrs are being reported in connection to this event from this account: 2122870-2012-01571, 2122870-2012-01572, 2122870-2012-01573, 2122870-2012-01574, 2122870-2012-01575, 2122870-2012-01576.

Manufacturer narrative:
Patient sample was sent to customer product line support (cpls) for investigation. Investigation procedure: patient sample was first tested neat for accutni to repeat customer's results. Cpls then performed a dilution test and obtained results were not conclusive. Interference testing was performed and revealed two kinds of interferences: a heterophile interference and an interference which likely relates to (B)(4). This interfering compound distinct from heterophile antibodies causes reproducible false (B)(4) results. As for heterophile antibodies interference, the results did not correlate with the clinical status of the patient. Per beckman coulter product insert: "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interferes with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies." Heterophile interference was confirmed to be the root cause of this event.